Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was no electrode of the sensor. Customer¿s blood glucose level was unknown. Customer reported that there was bent cannula for one sensor however, for another sensor cannula was missing. The sensor will not be returned for analysis.